Event description:
It has been reported that one needle 18x1-1/2 rb ns has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported 1 out of 21 needles inspected were found that had some type of loose particulate. 303005 -ndl, 18g x 1.5" rg bev - 1 out of 21 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Bd part # internal avid#: description: total loose: # inspected percentage: 303005, 500640, ndl, 18g x 1.5" rg bev, 1, 21, 4.8%.

Manufacturer narrative:
Customer provide lot number. The following information has been updated: b.5. Describe event or problem: it has been reported that one needle 18x1-1/2 rb ns has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported 1 out of 21 needles inspected were found that had some type of loose particulate. 303005 -ndl, 18g x 1.5" rg bev - 1 out of 21 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Bd part # internal avid# description: total loose: # inspected: percentage: 303005, 500640, ndl, 18g x 1.5" rg bev, 1, 21, 4.8%. D.4. Medical device lot #: 8253943. H.4. Device manufacture date: 2018-09-10 h3 other text : see h.10.

Event description:
It has been reported that one needle 18x1-1/2 rb ns has been found containing foreign matter before use. The following has been provided by the initial reporter: material no. 303005; batch no. Unknown. It was reported 1 out of 21 needles inspected were found that had some type of loose particulate. 303005 -ndl, 18g x 1.5" rg bev - 1 out of 21 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Bd part # internal avid#: description: total loose: # inspected percentage: 303005, 500640, ndl, 18g x 1.5" rg bev, 1, 21, 4.8%.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Conclusion(s): based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one needle 18x1-1/2 rb ns has been found containing foreign matter before use. The following has been provided by the initial reporter: material no. 303005, batch no. Unknown. It was reported 1 out of 21 needles inspected were found that had some type of loose particulate. 303005 -ndl, 18g x 1.5" rg bev - 1 out of 21 found to have loose particulate. Email verbatim: as part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection for becton dickinson and co items that were evaluated. Bd part # 303005, internal avid# 500640, description: ndl, 18g x 1.5" rg bev, total loose: 1, # inspected: 21, percentage: 4.8%.